Manufacturer narrative:
(B)(4). Medical product: oxf uni cmntls tib sz a lm, item 166845, lot 6060390. Therapy date: (B)(6) 2018. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see associated report: 3002806535-2018-01201.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty. Subsequently, the patient was revised due to tibial loosening. Tibial component and bearing were revised.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of x-rays provided. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty. Subsequently, the patient was revised due to tibial loosening. Tibial component and bearing were revised.